Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a (B)(6) result while using the architect i1000sr analyzer. The following results were provided for one specimen (s/co): initial: (B)(6), retests: (B)(6). The customer stated that the specimen was also tested using a different method (reflex) and generated both (B)(6) results. There was no impact to patient management reported.